Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item number: 00630505636, item name: xlpe poly liner, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown; item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01509.

Event description:
It was reported that patient underwent hip revision approximately seven years post-implantation due to metallosis. Liner was returned fractured. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Visual inspection identified discoloration on the taper of the femoral head, and the liner was fractured. Sem analysis revealed deposits on the taper surface. Review of the device history records for reported femoral head identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.